Event description:
It was reported that a small volume folfusor was leaking. This was observed at the point of dispensing before patient use. The device contained 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, h3, h4, h6, h10. H4: the lot was manufactured august 1, 2023 - august 18, 2023. H10: the actual device was received for evaluation. Visual inspection noted white drug residue located on the blue winged cap which suggested a leak may have occurred at this location. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed and no signs of leak were observed. The device was determined to be conforming product because there was no evidence of leak observed during the functional leak test. The cause of the condition could not be determined; however, the probable cause is use-related due to not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.